Event description:
Customer's husband reported that on (B)(6) 2014 customer wasn't feeling well, starting early in the morning at 7:30 am. Caller further reported that at 1:00 pm, she vomited and was urinating a lot. At approximately 3:30-4:00 pm, she attempted to test using her adc blood glucose meter, but received an ER-3 message on the display instead of a reading. Customer self-treated with levemir insulin and was then taken to the hospital. At the hospital a reading of 479 mg/dl was received. Customer was diagnosed with dka (diabetic ketoacidosis) and treated with insulin via intravenous infusion and an unspecified anti-vomiting medicine. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned. The reported meter was investigated with retained test strips since the reported test strips were expired. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: during troubleshooting, it was revealed the customer was using test strips that expired on may 31, 2014. All pertinent information available to abbott diabetes care has been submitted.